Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A follow-up letter from the patient's healthcare provider indicated that the patient met with a manufacturer representative, but no actions were taken to resolve the jolting or rippling sensations. The healthcare provider indicated that the sensations were a "result of neurostimulator, no action taken." Patient status is unknown at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that after reprogramming (about 2.5-3 weeks ago) the patient began feeling "jolts" periodically and the "jolting" was "up below his left rib." The patient then stated that about 1-1.5 weeks ago he started to feel this "ripple effect" sensation like "his skin was rippling, like something was 'crawling around' under his skin around his ribs." The patient stated that he did not physically see the "rippling" and that he didn't have any of these sensations around his bladder. The patient also stated that the ripple effect sensation had stopped. The patient stated that he is looking for a surgeon to remove the device, but also wanted to talk with a manufacturer representative about the sensations as, according to the patient, the representative that conducted the reprogramming had said to call back if stimulation was not as the patient expected. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.